Event description:
A pt reported blood glucose results of "196 mg/dl and 145 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The pt did not have any control solution to troubleshoot.